Manufacturer narrative:
Product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 25-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient didn¿t feel relief as much, so the patient was taken to surgery because the physician wanted to adjust the location of the catheter tip. A new spinal segment of catheter was implanted at a lower entry and attached to the remainder of the existing catheter. It was noted that there was nothing wrong with the catheter, the physician just wanted to change the tip location.